Event description:
The customer's wife reported that the customer received an error 4 message on their freestyle freedom meter. As a result, the customer experienced a diabetic coma. The customer's wife also reported the customer had a seizure and a loss of consciousness. The paramedics were called; however, no additional information was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Attempts have been made to obtain additional information regarding the medical event. Note: during the course of troubleshooting with adc customer service, it was discovered that the customer was using improper technique by applying the second sample after the time allotted. Adc customer service did provide education on the proper technique.